Event description:
It was reported that an 8110 syringe pump was affected by misaligned sizer recall. There was no reported patient involvement.

Manufacturer narrative:
Additional information: device available for eval, returned to manufacturer on, device return to manuf, device eval by manufacturer, imdrf annex a,b,c,d,g grids and manufacturer narrative, remedial action required, remedial action #. Omit: b21 - type of investigation not yet determined. H3 other text : see manufacturer narrative.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that an 8110 syringe pump was affected by misaligned sizer recall. There was no reported patient involvement.